Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain customer site information, device use at the time of the event, confirmation of issue troubleshooting/device service, and resolution. The customer requested after the 5th gfe to stop being contacted. No further information was received from the customer. Philips is unable to obtain additional information or confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the v60 would not enter standby mode after disconnecting it from a patient. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. A product support specialist attempted to contact the customer two times without success. The customer institution information, device serial number, and troubleshooting/resolution information were not provided. Good faith efforts (gfes) are being completed to obtain further information and clarification of the issue. This investigation is ongoing.